Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old patient underwent a left heart catheterization showing severe multi vessel disease with 25-30% ejection fraction. She underwent coronary artery bypass surgery with successful implant of impella 5.5 for ongoing support post operatively. The patient had some initial episodes of low pusatility due to hypovolemia and poor native heart function and was started on vasopressors. The patient was given platelets for low platelet count post operatively. The patient was successfully weaned and explanted on (B)(6) 2025 without incident. Unable to determine whether the thrombocytopenia was due to impella pump or just post operative sequalae.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.